Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant had an impella cp pump placed to support a 79-year-old male patient admitted in an acute myocardial infarction/cardiogenic shock. The pump was placed but when in the intensive care unit, the pump came out of position and was therefore explanted and replaced. The pump support was for three days. The patient survived the explant.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. G1 reporting contact email revised on manufacturer device report in accordance with updated procedures. H.6. Investigation conclusions revised on manufacturer device report in accordance with updated procedures. H.10. Additional manufacture narrative revised on manufacturer device report in accordance with updated procedures.